Manufacturer narrative:
(B)(4)

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6)2024. On (B)(6)/2024, the patient experienced a skin reaction with pustules, and an abscess, underneath sensor pod area only. The patient was seen by the healthcare provider on (B)(6)2024, and the skin reaction was treated with a prescription of an oral antibiotic, cephalexin, and a cream, bactroban. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.